Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having stomach pain. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant inside the iso port and inside the filter area of the blower box. The manufacturer completed an internal visual inspection. The manufacturer found evidence of an unknown dust contaminant and keratin like substance on the ui panel, blower cap, rear panel, bottom enclosure, blower, blower seal, inside the blower, blower box and blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed 2 instances of: e-53 and e-83. The manufacturer concludes the contaminates found were consistent with dust and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.